Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported that in 2007, she removed her insulin infusion headset from the site and she began to bleed profusely. She stated she went to the emergency room, where she received a stitch to close the area. She said she did not keep the infusion headset. On follow up, the patient stated she is doing fine. She said the emergency room doctor stated she "may have scraped an artery" when removing the headset. She stated she is taking blood thinners and feels that caused the bleeding to be greater than expected. No blood glucose issues were reported. No product was available to be returned for eval.